Manufacturer narrative:
Ptc number (B)(4). F-u information received on (B)(4)-2008. The patient received several injections of poly-l-lactic acid (newfill) subcutaneous route 8 ml respectively on (B)(4)-2006 and (B)(4)-2006 (B)(4) then 6 ml on (B)(4)-2006 and (B)(4)-2006 (B)(4). Contradictory data with first info which mentioned injection in (B)(6)-2007. On (B)(6)-2008, more than one year after the last injection, she experienced sub-cutaneous nodules. The reporter mentioned that the last injection had immediate good results without nodules and underlined the marked late occurrence of the nodules. CT was initiated with massage with hydrocotyle cream (madecassol) but without efficacy. Subsequently, injection of triamcinolone acetonide (kenacort) was started. Results of kenacort injection were unknown. Add'l info: (B)(6)-2008: the patient pertained to tolerance cohort. This cohort is a (B)(6) study in (B)(6) positive patients receiving (B)(6) drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) positive patients. Follow-up information received on (B)(6)-2008. Diameter reduction of right temporal nodule after triamcinolone acetonide (kenacort) injection. At the time of this report, nodule had not yet disappeared. No further information was provided.

Event description:
Aventis case ID: (B)(4). Initial report: (B)(6)-2008 from a dermatologist. A (B)(6) fem. Patient with history of (B)(6) infection, had injections of poly-l-lactic acid (newfill) in (B)(6)-2007. In (B)(6)-2007, she received injection of poly-l-lactic acid (newfill) (batch number (bn) unspecified) by subcutaneous route and experienced marked nodule on right temple which had subsequently improved. In (B)(6)-2008, she presented with one nodule on each temple. The right nodule was 1 cm in diameter and was painful when she fully opened her mouth. Corrective treatment (CT) with hydrocotyle cream (madecassol) for massage was initiated. Outcome was ongoing. Ptc number (B)(4). All drugs exact dates and doses were not provided.